Event description:
Pt's peritoneal dialyses registered nurse (pdrn) reported that pt expired due to a heart attack while on dialysis treatment.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being sued a the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event.

Manufacturer narrative:
Device review: the liberty cycler was returned to the MFR for eval. Visual inspection of the device found there were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burns or sharps inside the cassette door that may have punctured a membrane. There was no used pt cassette received with the cycler. The heater tray/scale was not obstructed. The following tests were performed: simulated use testing, simulated treatment, scale vs. Programmed setting, valve actuation test, system air leak, pt sensor calibration check, and load cell verification test. All testing passed. The heater tray was removed to perform an internal inspection of the cycler. There were indications of brown, discolored pneumatic tubing within the cycler unit. The hp2 and hp3 filters were brown and discolored. The cause of the encountered discoloration could not be determined. Due to encountered discoloration, a mushroom head check was performed. The cycler passed the mushroom head checks. A device history record review was performed and the device was found to have been manufactured per specs. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.